Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 525cc, catalog number 3501685, lot number 220057. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 525cc and experienced deflation on the left and right breast implant. The deflation was confirmed by the healthcare professional by physical exam on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 600cc. On (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/14/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the device history record ( DHR) of lot number 220057 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/14/18, it was reported incorrectly on 06/14/18 that the device was received. The correct information is that device was not received. Manufacturer¿s reference number: (B)(4).